Event description:
Physician was performing a coil embolization of the left internal iliac artery. One of the 15 x 25 interlocked coils misfired into the left external iliac artery. The physician was able to retrieve all parts and the procedure was finished without further complication. The user believes this was a device malfunction.what was the original intended procedure?coil embolization of the left internal iliac artery.device #1is this a laboratory device or laboratory test?no.